Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump battery would not charge. Multiple cables were used with no success. The customer's blood glucose level was 200 mg/dl. The customer was to continue to use the pump and had insulin injections if needed for insulin therapy.